Manufacturer narrative:
The technician found cracks in the foot tray when he inspected the device. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 2014. The technician replaced the foot tray to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the lift had a cracked foot tray. The lift was located on the second floor. There was no pt or user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).